Manufacturer narrative:
No error alarms were noted during testing. However, an alarm was noted in the history screen due to a corrupted history file. No cosmetic damage was noted.

Event description:
It was reported the customer was receiving signal too low alarms, unexpected restart alarms, and displayable history check failed on start up alarms. The customer's blood glucose was unknown. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.